Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that they are experiencing air-in-line alarms without visible air being noted in the IV tubing. Bd clinical practice consultant reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading with the clinicians. This was reported to bd representative during their site visit. There was patient involvement but no harm.

Event description:
It was reported by the clinician that they are experiencing air-in-line alarms without visible air being noted in the IV tubing. Bd clinical practice consultant reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading with the clinicians. This was reported to bd representative during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an false air-in-line alarms was not determined because no products or device logs were returned.